Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black dot/ particle was observed inside a supor syringe filter. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample which showed a black embedded particulate on the filter housing. The black embedded particulate is consistent with char. The embedded char is a by-product of injection moulding, where charred material from the resin heating and feed process can manifest as embedded particulate material. This is a cosmetic condition only and has no impact on product functionality. The reported condition was verified. The cause was most likely related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.